Manufacturer narrative:
No product will be returned. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that when clinicians start an IV piggyback it pulled from the primary. The clinicians had to use physical clamps to clamp off the primary infusion for the secondary bag to infuse. This issue has caused antibiotics and potassium to not infuse as ordered. One clinician stated it happened to her maybe a few months ago while another event occurred a while ago.